Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in response to a request for follow-up. It was reported that the reported discrepancy of 9.8 ml in the pump per the physician programmer but only 2.8 ml remained was observed on (B)(4) 2019. It was unknown what date the other discrepancy (where there was supposed to be 4.7 ml in the pump per the physician programmer but only 0.2 ml remained) was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 1500 mcg/ml at a dose of 363.9 mcg/day, morphine 30 mg/ml at a dose of 7.278 mg/day, marcaine 1 mg/ml at a dose of 0.2426 mg/day, and sufentanil 0.2 mg/ml at a dose of 0.04852 mcg/day via an implantable pump. The indication for use was not provided. The title of the report was "pump running too fast?" It was reported that during refills it seemed that the patient's pump was "less filled than calculated" by the clinician programmer. The patient experienced withdrawal symptoms. There were no known environmental/external/patient factors that may have led or contributed to the event reported. It was noted that the refills were already advanced versus refill data by 2 weeks. The next step taken was advancing the refill date by 1 month "to find out the real difference between calculation and real volume in reservoir." At the time of the report the issue was not resolved. Surgical intervention did not occur and was not planned. Additional information received in response to follow-up request. It was detailed that there were 2 discrepancies where there was supposed to be 9.8 ml in the pump per the physician programmer but only 2.8 ml remained and another occasion where there was supposed to be 4.7 ml in the pump per the physician programmer but only 0.2 ml remained. The normal refill schedule of 3 months was reduced to 6 weeks. It was indicated that no alarm was given by the pump. It was clarified that the patient's withdrawal symptoms (which included a return of spasticity) were first observed on (B)(6) 2019. No drug programming changes had been made since the issue was first observed.